Event description:
The customer reported that the 840 ventilator was inoperable. No patient involvement. Covidien customer support engineer inspected the device. The device was upgraded to 10.4 graphical user interface display. The unit passed extended self-testing.